Manufacturer narrative:
Date of explant is estimated.

Event description:
It was reported that the patient never got effective therapy from the system. As a result the ipg was explanted approximately 2 years ago.